Event description:
Boston scientific received information that right ventricular (rv) lead pacing impedance measurements continued trending upward, however, remained within acceptable limits. Approximately three years later, the rv pacing impedance measurement was greater than 2,000 ohms. The patient's physician reported that the matter would be handled. Additional information was sought from the local area sales representative, however, at this time, no further information was available.

Event description:
Additional information was received that a procedure was performed. Due to the increased impedance measurements, the rv lead was surgically abandoned and replaced and the device was explanted and replaced. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.